Manufacturer narrative:
Date of submission 11/09/2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device has been returned and evaluated by product analysis on 10/23/2017 with the following findings: review of the download history revealed multiple records of cs054/052 alarms. On investigation, the display screen was confirmed to be blank when the pump powered on. Moisture was observed on the display flex connector inside the pump. The battery compartment was cracked with moisture inside the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the display screen was blank and moisture was present. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.